Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device presented with an error; the main printed circuit board (pcb) tested out-of-specification in an electrical manner. It was also noted that both output connectors were broken, and the red wire on the liquid crystal display (lcd) was pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) presented with an error when it was turned on or when the batteries were replaced. The epg has been returned for repair. There was no patient involvement. It was further reported that the returned external pulse generator (epg) subsequently tested out of specification during manufacturer¿s analysis.